Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the transmitter, change sensor alert, sensor updating alert, lost sensor alarm, drive/motor anomaly. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, and mmt-1884l. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the transmitter and pump. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-1884l.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. No unexpected alarms noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected rewind anomaly noted. No unexpected prime fill anomaly noted. No unexpected motor alarms noted in the pump history files. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. ¿pump was cut open to perform visual inspection and found dried insulin on the motor slide. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged alarm unspecified was not observed during testing. Alarm unspecified not confirmed. Alleged no communication between pump and transmitter not confirmed during testing. Alleged motor anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.